Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va14zr6, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported an allergic reaction. The patient noted they wanted a list of all the components in the generator and wires because they were trying to rule things out. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. A manufacturer representative (rep) reported the interstim was removed on b)(6) 2017. The rep stated the patient was allergic to nickel and believed it caused her to have ongoing rash beginning sometime after implant, as well as, recurrent urinary tract infections which she believed were the result of the implant. The patient believed that was the reason the therapy had not worked since implant. The rep stated the patient reported to provider¿s office on multiple occasions and reprogramming was performed. The rep noted it was unknown if the issue was resolved at the time of the report. The rep stated they were unsure if the device would be able to be returned. The patient noted she had nickel allergy, but that she had not notified the healthcare professionals about this. It was also noted the patient was presented with an external rash claiming it was from the implantable device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that rep would be returning the device once they got notified from facility.

Event description:
Additional information was received from the patient. The patient reported that they first started experiencing the rash and urinary tract infections in (B)(6) 2016. The patient noted that they turned the device off in (B)(6) 2016 and hadn¿t had an infection since. The patient reported that they had the device removed in (B)(6) 2017.